Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken.

Event description:
Information indicated by medtronic that the insulin pump was being held together by tape. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.